Event description:
The account alleged that the bed has no knee down, no hi/low down, and no head up hydraulically. The manifold pump runs but there is no function.

Manufacturer narrative:
Repairs have not been completed.